Event description:
This 50-yr-old female pt underwent placement of vascular access system on 11/15/94. Approx 7 hours post insertion, swelling at the site and at the left clavicle was noted. Injection revealed extravasation at the port and along the catheter. The pt was returned to surgery for removal and insertion of a different device. After removal, the device was tested. This revealed leakage at the hub and a pinpoint fracture under the screw on the hub. Device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.